Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted a clog in the peri-pump tubing. The fse replaced the peri-pump tubing. All verification testing passed within published performance specifications. In conclusion, a hardware malfunction is the cause of the reported event. A clog in the peri-pump tubing lead to inefficient evacuation of liquid from the reaction vessels (rv).

Event description:
The customer reported a non-reproducible, elevated troponin I (access accutni+3) results for four (4) patients on the access 2 immunoassay system (serial number (B)(4)). The initial elevated access accutni+3 results were reported outside the laboratory and questioned by the physician. The customer discontinued use of the access 2 immunoassay system and sent the samples to an alternate laboratory for troponin testing. The samples were repeated at the alternate laboratory using an unknown methodology and the results obtained were lower, within the assay's normal reference range. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. All system parameters (including quality control, calibration and system check) were within assay/instrument specifications. The patient samples were collected in rapid serum tubes. Sample processing information, such as centrifugation time and speed were not provided. No issues with sample integrity were reported by the customer.